Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a communication error (e226). The issue was identified during inspection for use. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the gastrointestinal videoscope had a communication error (e316).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, foreign white material objects in the air water tube and air water cylinder. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction and no image was corrosion on the plug unit. In addition, the cause of the foreign white material objects in the air water tube and air water cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.